Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml, 150.17 mcg/day) via an implantable pump intractable spasticity and cva (stroke) das system. It was reported the hcp did not change the concentration or do a bridge bolus yesterday (2020 (B)(6)) but left the pump programmed to 500 mcg/ml @ 150.17 mcg/day even though the they refilled the reservoir with 2,000 mcg/ml. The hcp called back and was assisted in re-programming the pump. The pump was programmed to baclofen 2,000 mcg/ml at 150.2 mcg/day with a modified bridge bolus. The new volume after 20 hours passed was 0.178 ml. No symptoms were reported.

Manufacturer narrative:
Product ID a810, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-13, additional information was received from the healthcare professional (hcp). The hcp used a tablet and clinician programmer app (a810, software version 1.1.300). The patient's weight was about (B)(6). The cause of the programming error was user related.